Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter 27.50. (B)(4) - no consequences or impact to patient. No code available, plunger over-rode lens. Method: device work order search. Results: a device work order search revealed there was one similar complaint within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 27.50 diopter preloaded injector. Prior to implantation, the plunger over-rode the lens in the injector. Lens was not implanted and there were no adverse events reported.

Manufacturer narrative:
Additional information: device evaluation - the product was returned in device tray. Visual inspection found plunger overridden. Corrected data: cataract was not reported. (B)(4).